Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material in the suction channel/biopsy channel¿ was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. However, it was confirmed that there was no deformation on the section of the device with the foreign material. It was unknown if reprocessing was implemented in line with the instructions for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope remote switches were not working correctly. The device was returned for evaluation. During the device evaluation, foreign material was found in the suction cylinder and channel tube which constitutes reportable malfunctions. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the control unit was cracked and lost water tightness, the scope cover was damaged and lost water tightness, the electrical connector was damaged and lost water tightness, the adhesive on the protective coating of the bending portion of the device was cracked and discolored, the control unit was dirty, the scope cover was dirty, the adhesives around the light guide lens and the objective lens were peeling, the camera cover was discolored, the connecting tube was scratched, the objective lens was scratched, the protector of the universal cord was scratched, the control unit was discolored, the electrical connector was discolored, and the control unit was dirty. The customer provided information regarding cleaning steps taken. The device was cleaned, disinfected, and sterilized before it was sent in for repair. It is unknown when the foreign material adhered to the device and is unsure what the material could be. They are uncertain whether there was a delay in the start of the pre-cleaning. Water was successfully aspirated through the instrument/suction channel and there were no abnormalities in the accessories used for reprocessing. It is not known whether the scope was pre-soaked prior to cleaning. The instrument channel, instrument channel port, and suction cylinder were brushed appropriately. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.